Event description:
It was reported that the deep brain stimulation (dbs) patient experienced return of tremors due to lead placement and underwent a lead replacement. The patient was doing well postoperatively. The explanted lead was retained by the customer.